Event description:
On (B)(6) 2011, pt reported she experienced elevated blood glucose all morning and she attempted to bolus and is now receiving an e4 (occlusion) error message. Pt stated she changed her infusion site and is not at home and doesn't have any supplies to change. Pt reported her blood glucose level is at 400 mg/dl. Pt's normal blood glucose range is 120 - 150 mg/dl. Pt stated she can't even start her infusion device without an e4. Had pt disconnect and attempt to prime; there was an occlusion. Had pt remove the infusion tubing and attempt to prime; there was another occlusion. Pt reported the infusion device appeared to have insulin inside of the cartridge compartment. Had pt remove the insulin cartridge. Pt stated there was a small amount of insulin inside of the cartridge compartment and not enough to pour out. Pt reported she changed her infusion sites every 4 - 5 days. Advised to change the sites every 3 days. Pt stated the infusion adapter hasn't been changed in a long time. Advised to change the adapter with every 10th cartridge change. Pt reported she is going to call her dr and see what he suggests to do while away from home. Attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Sending infusion adapters and requested return of the alleged insulin cartridge for eval.